Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2021-15634 it was reported the patient's scs system was exhibiting high impedances on both leads. Surgical intervention may be taken to address the issue.